Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the tlc75 instrument did not cut the tissue. Another instrument was used to complete the case. There was no consequence to the pt.